Manufacturer narrative:
Device 1 of 24 based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 3j01975 was manufactured on 13/sep/2023, in convex 2-piece (pc) line, with a total of (B)(4) market units (mkus). Compliance engineer performed a batch record review on 16/jan/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, (sap) material identification (ID) 1161271 and manufacturing order (B)(4). Therefore, no discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: based on the revision of the observation of the processes involved, interviews to the personnel of the line and the expertise of the triage team, this failure mode was attributed to the following probable causes: machine/equipment machine and process current design. Lifecycle of k-tool mechanical components has not been standardized as part of the machine preventive maintenance (pm). Method there is not a visual aid or job aid on how to use the quality control (qc) tooling. There is not a detailed visual aid or job aid on how to perform the mass station set up. There is not a standardize d visual aid for the flange loading stations and certification process for the station. Corrective and preventive actions identified will be taken through corrective action / preventive actions (CAPA) plan. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that out of thirty wafers, twenty-four wafers from three market units with same lot had pretty bad off- center starter hole resulting in uneven mass to either side of the precut stoma opening. She did not apply any of the wafers, so no leakage was reported. The photographs depicting the issue were received from the complainant.